Manufacturer narrative:
Date of event: unknown, not provided. Serial number: unknown, information not provided. Expiration date: unknown, as the serial number was not provided. UDI number: UDI number is unknown, as the serial number was not provided. Implant date: if implanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. Explant date: if explanted; give date: n/a (not applicable). Lens was removed/replaced during the same procedure. Reporter phone number: (B)(6). PMA/510k: this report is being filed on an international device; tecnis eyhance optiblue simplicity, model dib00v that has a similar device, tecnis simplicity tecnis eyhance iol model dib00 which is distributed in the unites states under PMA p980040. Device manufacture date: device manufacturer date: unknown as the serial number was not provided. Device evaluation: the product testing could not be performed as the product was not returned for evaluation (the lens was discarded). The reported complaint cannot be confirmed. Manufacturing record evaluation: manufacturing record review cannot be performed since the serial number is unknown. A historical review cannot be performed since the serial number is unknown. Conclusion: no sample was returned, and the serial number is unknown, an investigation could not be performed, and no malfunction is confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a haptic of an intraocular lens (iol) was torn when the iol was being inserted. The trailing haptic got entangled with its plunger and could not be separated off when released in the eye. After that, the surgeon tried to untangle the haptic by turning the plunger to right and left, which only ended up tearing the haptic. The iol was removed by cutting the optic. The procedure was completed successfully with the back-up lens. There was no patient injury reported. It was noted that the product was discarded. No further information was provided.